Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support confirmed the alarm with the patient, though it couldn't be verified in the pump history, and decided to replace the pump. Additionally, the caller was instructed to use a backup insulin pump to ensure continuous insulin delivery and to follow steps for returning the faulty pump. Caller was also briefed on the process to follow upon receiving the replacement pump.